Event description:
The trilogy ev300 ventilator was returned to the third-party service center for service. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed a pre-test system leak verification test step during testing. The technician noted by email, without disassembly of the device to investigate the leak, I could not identity part(s) required for repair. The follow-up repair was refused by the customer. The root cause isn't confirmed at this time. Device was not returned for patient use.